Manufacturer narrative:
This pacemaker was thoroughly analyzed upon its receipt at our quality assurance laboratory. A review of device memory determined that the device reached the one year remaining status on (B)(6) 2018. After the replacement procedure was performed on (B)(6) 2018, the explant status was reached on (B)(6) 2018; and battery capacity depleted was declared shortly thereafter on (B)(6) 2018. Further review noted that the device experienced a higher-than-expected average power consumption, the battery voltage was 2.87 volts, and the daily measurements displayed a pattern of steady and accelerated depletion. Automated electrical/functional tests were conducted and no issues with the ability to deliver therapy were observed; basic sensing and pacing functions of the device were also verified. A power consumption test was performed; the results confirmed the presence of a high current condition on a particular low voltage power supply within the device. The device was submitted for residual gas analysis (rga) which found that the air inside the device case had a high hydrogen content. Hydrogen has been found to degrade the capacitors attached to the affected low voltage power supply in a manner consistent with the laboratory findings. Based on the analysis results, engineers concluded that the leakage characteristics of the compromised capacitors were caused by exposure to hydrogen gas within the device case.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) within 3 years of implant leading the physician to suspect premature battery depletion. A revision procedure is planned to replace this device. No adverse patient effects were reported.